Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 48.6x50 mm diameter abdominal aortic aneurysm. The aortic neck was 18.9 mm in diameter proximally, 22.1 mm distally with a length of 21 mm. The right common iliac artery is 16.7 mm in diameter and is calcified. The distal right common iliac artery is 13.3 mm in diameter and is calcified and contains thrombus. The left common iliac artery is aneurysmal and measured 17 mm in diameter and is severely tortuous laterally. It measures 19 mm in diameter before the internal bifurcation. The endurant bifurcated stent graft was implanted from the right groin and extended with an endurant 16/20/82 on the left sided and the same size was used on the right side. The one month CT revealed that the stent graft limb on the left limb appears crushed and has thrombosed. The stent graft position appears to also be positioned low proximal which was observed and identified post procedure. The left limb had flow however it did appear to be less patent than the right side. The physician stated the cause of the event is unknown. The patient has claudication of the iliac limbs. The patient will be monitored. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Film evaluation: review of pre-implant cta's and 3d film report confirmed that the patient had a 47mm max diameter aaa. The proximal neck diameter was 18.9mm just below the renals and was 21mm in length. The infrarenal neck was minimally angulated. The distal aortic diameter at the bottom of the aaa narrowed down to approximately 17 x19mm and contained calcification, and the distal aorta expanded to 3cm just above the aortic bifurcation. The iliac arteries were mildly tortuous and calcified. Review of CT's from 5 weeks post-implant revealed that an endurant stent graft system was implanted. The bifurcate was positioned approximately 1cm below the renal arteries, and the approximate stent graft proximal od was 24mm. The bifurcate ipsi limb was placed up the right side, and the limb was extended into the right common iliac artery. The contra limb was placed down into the left common iliac artery. Beginning at the level of the flow divider, the contra/left limb was 100% occluded. Distal flow resumed on the left side just distal to the stent graft at the iliac artery bifurcation. The ipsi limb and right extension were patent. Just below the flow divider within the bifurcate gate the contra limb ID was 12mm. However, the bifurcate distal gate marker and contra limb were seen compressed nearly flat (approximately 2mm ID) just distal to the aaa within the small (18mm diameter) and calcified proximal section of the distal neck. The overlapping patent ipsi and right limb extension measured approximately 11 x 14mm ID within this tight distal aorta. At the aortic bifurcation the contra limb opened up to 18mm ID, and measured 14mm ID at the distal end of the stent graft. The max diameter aaa measured 4.7cm and a likely type ii endoleak was seen in the mid-sac from a patent ima and possible lumbar's. No other stent graft issues were observed. The cause of the contra limb occlusion appears likely due to stent graft placement within the small and calcified distal aorta. It is likely that the overlapping bifurcate limb and right limb extension, with higher radial force, were able to remain patent but forced the closure of the contra limb against the calcified vessel wall. The cause of the currently reported low position of the bifurcate is unknown. Images at implant and earlier post-implant were not available for review, and the original implanted location of the bifurcate is unknown. The type ii endoleak is anatomy related.

Event description:
Additional information was received. It was confirmed that the stent grafts were not explanted. It was also confirmed that after completion of the index procedure, the stent graft was not occluded and was patent; however, the patient's anatomy was a contributor to the limb occlusion. The aortic diameter measured 19mm at one point. No intervention date has been set. Correction to aware date.